Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, technical support instructed customer to change the patient circuit, after the circuit was replaced the problem was corrected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device auto cycles issue on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.